Manufacturer narrative:
(B)(4). Pentax video colonoscope model ec-3890fi2 is not distributed in the USA, therefore the PMA/510(k) number is not applicable. (Exemption number e2015036).

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) regarding potential contamination during repair at pentax medical (B)(4) involving video colonoscope model ec-3890fi2/(B)(4). The device was repaired at pentax medical (B)(4) in which the operating channel, water/jet channel and air channel were replaced. The device was received at pentax (B)(6) on (B)(6) 2017 and sampled before reprocessing on (B)(6) 2017. The sample results are as follows: channel operator >100 cfu of pseudomonas aeruginosa and klebsiella pneumonia. Suction channel >100 cfu of pseudomonas aeruginosa and klebsiella pneumonia. Air/water channel >100 cfu of pseudomonas aeruginosa and klebsiella pneumonia. Water jet channel >100 cfu of pseudomonas aeruginosa and klebsiella pneumonia. Sampling after the first reprocessing performed on (B)(6) 2017 detected 3 cfu of micrococcus sp at the suction channel and 3 cfu of citrobacter freundii at the water jet channel.